Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, on (B)(6) 2010 the patient underwent a gynecologic surgery for an enlarging fibroid tumor in which a morcellator was used and was found to have leiomyosarcoma after the surgery based on the pathological analysis of the morcellated tissues. On (B)(6) 2012 her cancer had spread, manifesting in a pelvic mass as well as a pelvic nodule. She died on (B)(6) 2015 from metastatic uterine leiomyosarcoma.